Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found ext (external) temperature error on the unit. The exhalation heater assembly and temperature sensor were replaced. Operational verification procedure was performed. The ventilator meets the factory specifications.

Event description:
The customer reported circuit occlusion on the avea ventilator. The customer confirmed that there was no patient involvement associated with the reported event.